Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported syringe connected to drainage valve with no urine outflow. When water was injected, sand-like substance was withdrawn but did not open. Water could not be drained from the inflation valve and could not be removed. The next day, the balloon was removed spontaneously. Damage to the balloon was also confirmed.

Event description:
It was reported syringe connected to drainage valve with no urine outflow. When water was injected, sand-like substance was withdrawn but did not open. Water could not be drained from the inflation valve and could not be removed. The next day, the balloon was removed spontaneously. Damage to the balloon was also confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.